Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving compounded baclofen at an unknown concentration and dose via an implantable infusion pump. A volume discrepancy was noted; the actual reservoir volume (arv) was 25 ml but the expected was 4 ml. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. A catheter study would be scheduled and the patient was given oral baclofen. The issue was unresolved at the time of the report and the patient was alive with no injury. No further complications have been reported as a result of this event.